Event description:
The complainant reported a subclavian and axillary deep vein thrombosis (dvt) in a cancer patient. The patient was receiving chemotherapy through the line. The type of chemotherapy used in treatment was not identified.